Event description:
The MFR received a voluntary medwatch alleging a bipap vision screen became dark and the device alarmed for a check vent condition. The pt was placed on another device. There was no pt harm or injury.

Manufacturer narrative:
The device was evaluated by the reporting facility's biomed department. The error log system was reviewed and found an error code that cause the device to have a dark screen and a check vent condition. The check vent condition will continue to provide therapy to a pt. The reporting facility decided to use the device for parts or repair at a later date.